Manufacturer narrative:
A resmed astral support representative went through the troubleshooting steps with the customer over the phone. During troubleshooting, the device passed its internal self-test but the sf131 error message persisted. The device was requested to return for evaluation. The device was returned to the customer's third party service center for evaluation and service, therefore, the device was not returned to resmed. Based on available evidence and previous investigations of similar complaints, the reported error message (sf131) was most likely due to contamination of the device. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf131) indicating a blower temperature monitoring issue. There was no patient injury reported as a result of this incident.